Event description:
It was reported that a minimum fill notification occurred during the load process. Reportedly, the customer had accidentally drained too much insulin out of the cartridge causing there to be insufficient amount remaining, triggering the minimum fill notification. As a result of the delay in completing the load process, customer experienced a blood glucose (bg) level that was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction bolus. Customer loaded a new cartridge and resumed insulin therapy.